Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, hip-mom-heads-unk, lot # unk, item # unk, hip-mom-cups-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10293, 0001825034-2018-10294, 0001825034-2018-10295.

Event description:
It was reported that a patient was revised due to unknown reasons an unknown timeframe post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.